Manufacturer narrative:
This product was an out of the box failure and it was found in the sterile pouch and was not used in a patient. This type of failure can be caused by poor bonding from the tip to the tube. A formal investigation is being conducted.

Event description:
Out of the box failure. Peek tip was found separated from outer tube. Device is still in the sealed pouch.